Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while in the hosp. The patient was treated at 18:34:31 and 18:36:40 during asystole with intermittent cardiac activity. The post-shock rhythm was an idioventricular rhythm. Oversensing of small cardiac signal contributed to the false detection. The response buttons were not pressed during the event. The patient was scheduled to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date(s) and usage of device: monitor (B)(4) - 12/2014 - initial use, electrode belt (B)(4) - 01/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.